Event description:
It was reported that during installation by a getinge designee (designee), the screen of the cs300 intra-aortic balloon pump (iabp) flashed and then shut down when the designee powered up the iabp. This is an out-of box failure . There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The supplier returned the solenoid driver board to the getinge national repair center (nrc) and verified the reported failure. The supplier replaced the shorted ic and capacitors q6, c79,c81 and the solenoid drive board passed all of their testing. A getinge senior repair technician installed the solenoid driver board into the cs300 test fixture and it tested to factory specifications per cs300 service manual. The solenoid driver board passed testing, and was scrapped and has been retained in the nrc per procedure. No further investigation is required.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge designee who was installing the iabp unit replaced the solenoid driver board to correct the reported issue. The iabp unit was then working normally and was cleared for clinical use. The suspected defective part will be returned to our national repair center for failure analysis, and a supplemental report will be submitted upon completion.

Event description:
It was reported that during installation by a getinge designee (designee), the screen of the cs300 intra-aortic balloon pump (iabp) flashed and then shut down when the designee powered up the iabp. This is an out-of box failure . There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The suspected faulty solenoid driver board was returned to getinge¿s national repair center (nrc) for evaluation. A senior repair technician evaluated the solenoid driver board and no visual damage was observed. The senior repair technician then installed the solenoid driver board into cs300 test fixture and tested to factory specifications per cs300 service manual. The ncr found that the solenoid driver board failed testing, and verified the reported failure and found that the pump does not power up. The senior repair technician sent the part to supplier for failure analysis as per procedure. A supplemental report will be submitted upon completion of supplier evaluation.

Event description:
It was reported that during installation by a getinge designee (designee), the screen of the cs300 intra-aortic balloon pump (iabp) flashed and then shut down when the designee powered up the iabp. This is an out-of box failure . There was no patient involvement and no adverse event was reported.